Manufacturer narrative:
UDI: (B)(4). Incorrect device manufacture date: the device manufacture date was incorrectly documented in the initial report. The device manufacture date has been updated from dec 11, 1998 to dec 16, 1998. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the reverse locking mechanism and the return lock were blocked. It was further determined that the device failed pretest for check triggers for forward/reverse mode, check reverse locking mechanism and check attachment coupling with attachments. The assignable root cause was determined to be due to premature wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the trigger was jamming on the compact air drive device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.